Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg using external devices. The patient reported it had been several months since he had last recharged the ipg. In addition, the patient reported he was experiencing pain at the ipg site which began 6 months ago. The pain wraps around the waist and goes down to his right knee. The sjm representative confirmed the ipg communication issue. The patient was scheduled to meet with the physician.